Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacture: an examination of the returned complaint device found that a visual and microscopic examination identified that the stent of this device was not returned. The balloon was returned partially inflated. Solidified contrast media was present within the entire length of the inflation lumen and in the partially inflated balloon, therefore indicating the device had been prepped for use. The balloon could not be inflated due to the solidified contrast media, after 30 minutes soaking at 37 degrees. The inflation device was verified before and after use with a calibrated pressure gauge. The tip section of the device was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20oct2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, there was difficulty tracking over the wire. The lesion was located in the calcified mid left anterior descending artery. The lesion was pre-dilated with an unspecified balloon. Resistance was met when attempting to advance this 2.50mm x 32mm promus element stent over the guide wire, proximal to the lesion. The physician tried to manipulate the stent for a short while. The physician decided to remove the stent and used a high pressure balloon to re-dilate the lesion. The procedure was completed with two plain old balloon angioplasties. No patient complications were reported. This product is only ous approved but it is similar to an approved us device. However, device analysis revealed that the stent of this device was not returned.